Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they were told by the site that someone had hit the lower gantry door while moving it out of a operating room (or). A visible scrape was noticed on the right lower sidewall. After further inspection, they noticed that the lower left door switch was not completely closing. They adjusted the switch and completed a system checkout. The system is working as intended. Eval code method 10 is associated with this analysis eval code result 114 is associated with this analysis eval code conclusion 4315 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that during a clinical case the site was unable to spin because the door icon on the system wouldn't go away. The manufacturer representative was able to talk with the local engineer to troubleshoot the error but were unsuccessful. The site had grabbed their other imaging system an brought it into the room and everything worked fine. There was a 5 minute delay in the procedure. No impact on patient outcome.